Manufacturer narrative:
The impella device was received and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. Two days after implant, the physician decided to remove the device due to low pump flows, patient hemolysis and a blood clot. The patient was put on va ECMO immediately after explant.

Manufacturer narrative:
The investigation into the low pump flow, the thrombus and the hemolysis issues has been completed. The device was returned for benchtop investigation. Returned complaint rp flex pump was visually inspected. Biomaterial observed around impella. No other abnormality observed. The field lt log was reviewed and a drop in pump flow with a concurrent spike in motor current and increase in motor current thereafter despite no change in p-level confirms the low pump flow. No positioning issue or trending placement signal to indicate the hemolysis was patient condition or use related. The root cause of the thrombus and the hemolysis issues was biomaterial.